Event description:
The customer alleged that the pump delivered basal rates or displayed values that were different from what the customer had entered. No troubleshooting could be done with tandem technical support as the customer did not have the pump available at the time of the report. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.